Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 1.4 mmol/l. Customer was using auto mode feature of the insulin pump was unknown. Low alarms appear to be missing then self test was passed. The pump will be returned for analysis.